Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump hardware low level failure alarm confirmed in the pump history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.